Manufacturer narrative:
Findings: the (B)(4) connector(s) and the involved set-up devices were not identified and or returned to the mfger. For analysis and confirmation. The exact cause(s) of the reported attachment/connections issues are unknown.

Event description:
Complaint received reporting attachment/leakage issues with unspecified set-ups using (B)(4) microclave clear connectors. The initial information received reports "... Issue has occurred since changing to a different clave product. Infusion tubing becomes disconnected at the clave site during cadd infusion. This has resulted in ... Bleeding ... Blood loss ..when presenting to the boca & delray treatment rooms, multiple patients have appeared wearing blood soaked clothing. No transfusion recovery has been required on affected patients. No infections have been reported to date." The involved devices were removed, replaced and discarded. The mfger. Has made multiple inquiries for additional event and device usage information as well as identity and availability of device/set-up samples that were disconnecting. As of the date of this report there has been no response.